Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the plastic coating on one side of the vasoview hemopro 2 tip was missing. It was noticed as soon as the device was opened on the sterile field and was never used on the patient. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/25/2025. An investigation was conducted on 03/13/2025. Both the harvesting device and cannula was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire of the harvesting device. There were no visual defects observed on the clear intact silicone insulation on both the hot jaw. The clear silicone insulation on the cold jaw tip was observed to be peeled and detached from the center of the cold jaw to the tip of the cold jaw. The detached silicone insulation was not returned for evaluation. No other visual defects were observed. Based on the photographic evaluation as well as the condition of the device and the evaluation results, the reported failure "peeled- delaminated; jaw" was confirmed. The lot # 3000448761 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.